Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the sponge detached and was lodged in the scope. The sponge was successfully removed using biopsy forceps. Reportedly, a water soluble lubricant was applied to the top of the biopsy cap prior to use. The procedure was completed with the original rx locking device biopsy cap. There were no patient complications reported as a result of this event.